Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided: initial reporter - name ni. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2013-00167 & 3002806535-2014-00128 & 3002806535-2016-00336). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a left total hip revision procedure approximately four years post-implantation due to allegations of pain, clicking, discomfort, and fluid. This report is based on allegations set forth in plaintiff's&#62688;complaint and the allegations contained therein are unverified. During the revision procedure, black discolouration and osteolysis were observed.